Event description:
Event description guidant received information that upon interrogation this device is at end of life (eol), after being implanted for 2 years. It displayed a message that factory upgrades were being done, and then the upgrade did not take place. The device has been implanted for 2.5 years, expected longevity per merlin is 6 years.